Event description:
It was reported that during a coronary stent procedure, the stent dislodged. The stent was located in the peripheral vasculature and deployed. No other details or info is available. Same case as MFR report# 6000093-2004-00161.